Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes had insufficient additive the following information was provided by the initial reporter: ¿customer has found after centrifugation that coagulation of serum has not been proper. Layer look like as a plasma tubes. Customer think that there is something wrong with silica additive, because it does not seems to work. Tubes has been let coagulated 60 min before centrifugation and patients have not anticoagulant medication. "

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to additive abnormality as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes had insufficient additive. The following information was provided by the initial reporter: ¿customer has found after centrifugation that coagulation of serum has not been proper. Layer look like as a plasma tubes. Customer think that there is something wrong with silica additive, because it does not seems to work. Tubes has been let coagulated 60 min before centrifugation and patients have not anticoagulant medication. "